Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient originally implanted with an afx bifurcated, suprarenal, and a limb extension in (B)(6) 2013. Patient returned approximately 4.5 years post index procedure with what looks to be a type iiib endoleak of the bifurcated graft and a type iiia endoleak of the iliac component. It was noted that the patient had a hyposnorkel done during the index procedure. Physician elected to perform a complete reline with ovation stents. Patient was reported to be doing well post procedure.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there was substantial evidence to support the following reported events; a type lllb and llla endoleak (reported in a separate report) along with a corrective secondary procedure. The most likely cause of the loss of seal with complete component separation was related to the off label use of a non endologix product as well as a persistent type ii endoleak in the lcia which was present at implant. The most likely cause of the compromised stent graft integrity was related to the use of strata material. There were no procedure related harms identified. The patient was reported as doing well post secondary endovascular procedure. The manufacturing record review did not reveal any issues or deviations that would explain the reported event. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at (B)(4). Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. The manufacturing records confirm that the lots met all requirements prior to release. Device remains implanted in the patient and was not returned, no evaluation completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Correction: (B)(4).